Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to log into the machine using the fingerprint scanner. Upon attempting biometric authentication, the screen went black and returned to the main screen without any error message. As a result, the user could not access medications. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) light was intermittently turning on and off, which likely caused the scan to time out during the authentication process. A technical support specialist (tss) reviewed logs and identified the bio ID was timing out instead of failing during login attempts. Reinstalled the bio ID component using knowledge article "bioid lumidigm update package 1.3 release for es - failure recovery fix", which resolved the issue. Later, customer confirmed the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.